Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe package contained brown foreign matter in the dispenser tray syringes. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd luer-lok¿ syringe package contained brown foreign matter in the dispenser tray syringes. This was reported to have affected 5 devices. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that before use of the bd luer-lok¿ syringe package contained brown foreign matter in the dispenser tray syringes. This was reported to have affected 5 devices. There was no report of exposure, serious injury or medical intervention. Investigation summary: 4 loose 3ml syringes were received and evaluated. 2 of 4 syringes had brown streaks with black spots embedded throughout the barrels¿ walls. 1 of 4 syringes had missing print of the ¿ml¿ marking ¿ the barrel had scratch marks in that area. The amount of missing print was rejectable per specification. No black nor brown embedded foreign matter was found in this syringe. 1 of 4 syringes had no defects. Additional 9 sealed boxes of 3ml convenience tray product were received, confirmed to be from batch #8211654 (p/n 309702). Each box contained 12 trays of 25 syringes (300 each total per box). The samples were visually evaluated. 3 out of the 2700 syringes were found to have embedded brown streaks with small black spots in the barrels¿ walls and all 3 were from mold c-234. The remaining 2697 syringes were found to have no defects. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.